Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: cervical disc disease it was reported that on (B)(6) 2008, patient underwent an anterior cervical discectomy and fusion surgery in which rhbmp-2/acs was implanted at c5-c6. Post-op, patient complained pain. On (B)(6) 2009, patient underwent percutaneous l5-s1 with facet screws. On (B)(6) 2012, patient underwent a posterior spinal fusion with instrumentation at t10-t11, a laminectomy at t10-t11; and bilateral foraminotomies at t10-t11; decompression of the left nerve root with allografts and autografts. Post-operatively, patient has difficulty turning her head and she is unable to garden and clean her home. Patient has pain and has an increased fear of cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.